Event description:
Information received with return of the device does not address the patient's clinical status but notes that no atrial pacing occurred after the device was connected to the leads and placed in the pocket. The device was removed from the pocket and the setscrew was re-tightened, but to no avail. Therefore, a new device was implanted.